Event description:
Account has a bed that has no reverse trend. There was no patient in the bed, the bed was found during the pm and there were no reported injuries.

Manufacturer narrative:
Three attempts have been made to resolve this contact with the account without success.